Manufacturer narrative:
The field service engineer (fse) checked the instrument and found that the measuring cell need to be replaced. The fse also found that the signal of all the tests had decreased. The samples in question were re-measured on a different module (e601 module) in the same laboratory, and the results were suitable where the free psa total psa. The investigation determined that the root cause of the event is consistent with a maintenance issue.

Event description:
We received an allegation, about questionable high results for 2 patients' samples tested with elecsys free psa assay, on a cobas e411 immunoanalyzer when compared to elecsys total psa assay. Sample 1: free psa result: 0.184 ng/ml. Total psa result: 0.006 ng/ml accompanied with a data flag. Sample 2: free psa result: 0.145 ng/ml. Total psa result: 0.006 ng/ml accompanied with a data flag. The questionable results were not reported outside the laboratory. The free psa reagent lot number was 669352 with an expiration date of 31-mar-2024. The total psa reagent lot number was 648973 with an expiration date of jan-2024.